Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+, vessel tortuosity, an anterior pseudoprolapse, a restricted posterior leaflet, and thin and friable leaflets. An ntw clip (30116r2113) was inserted and deployed on the mitral valve. To further reduce mr, a second ntw clip (30614r1049) was inserted. However, while retracting the second clip into the left atrium to reposition, it potentially interacted with the first implanted clip. The first implanted clip dislodged and detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, the second clip was repositioned and successfully implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All information was investigated, and the reported device damaged by another device (caused damage) appears to be related to procedural conditions, and due to this second clip interacting with the first implanted clip, causing slda of the first implanted clip. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.